Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing did not fill correctly. No further information was provided. Customer's blood glucose level was 396-397 mg/dl. Reportedly, customer changed tubing and continued to use pump for insulin therapy.